Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Provided follow-up data have been analyzed and estimation of the longevity has been performed. - on 02 november 2023, the programmer software displayed a time to rrt of 2 years 5 months (min 1y 7m) - the analysis applied hrs recommendations to determine if premature battery depletion occurred. Recommendations report by the heart rhythm society task force on device performance policies and guidelines ¿ p.1256 (table 1) : normal battery depletion occurs when: - a device is returned with no associated complaint and the device has reached its elective replacement indicator(s) with implant time that meets or exceeds the nominal (50th percentile) predicted longevity at default (labeled) settings, or - a device is returned and the device has reached its elective replacement indicator(s) with implant time exceeding 75% of the expected longevity using the longevity calculation tool available at the time of production introduction, calculated using the device¿s actual settings. Although the device has not reached its rrt and has not been returned for analysis (device is still implanted), criterion 2 above was applied in this case. - since not all of the historical follow-up data was provided, no precise estimation of the overall longevity could be performed. Based on available data, the expected overall longevity is estimated at ¿ 134 months (11 years 2 months). The implantation duration is estimated to be at least at 118 months, which is higher than 75% of the estimated overall longevity (75% of 134 months = 101 months). Based on hrs guidelines, normal battery depletion occurred. - based on available data, no issue is suspected on this device.

Event description:
Reportedly, the device was interrogated in november 2022 and the battery indicated 7 years of life. The 02 november 2023, one year later, it has been interrogated again and the battery indicates 1.7 years of life. Finally, it was found that in november 2022, the time to rrt was > 3years.